Event description:
A battery/no power issue was reported with the abbott diabetes care (adc) device. The customer was unable to obtain readings due to the device's "reader not charging anymore." As a result, the customer experienced sweating, weakness, and a loss of consciousness and was able to self-treat with jam when they regained consciousness. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
An investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history review) for the freestyle libre reader and the kit pack with correct cable and adapter were reviewed and the dhrs showed the freestyle libre reader passed all tests prior to release. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. The product has been requested back for investigation and the customer agreed to return the device; however, at this time product has not yet been received. If product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A battery/no power issue was reported with the abbott diabetes care (adc) device. The customer was unable to obtain readings due to the device's "reader not charging anymore." As a result, the customer experienced sweating, weakness, and a loss of consciousness and was able to self-treat with jam when they regained consciousness. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Usb/charging cable have been returned for this complaint and investigated. Visually inspection was performed on the usb/charging cable and no issues were observed. No opens or shorts were observed. Usb/charging cable passed testing. Reader (B)(6) was returned and investigate. Visual inspection has been performed on the reader and damage usb port was observed. Reader successfully communicated with the software and successfully charged. Damaged usb port does not impact reader functionality and does not contribute to the customers complaint. Reader powered on with button press. Case information states that the reader is working but that it no longer charges. Customer complaint could not replicated. Therefore, issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.